Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker was only implanted for four years and was showing one-year longevity remaining. Engineering analysis revealed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.